Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the hospital with a blood glucose (bg) level of 20 mg/dl; reportedly the customer entered incorrect values into the bolus calculator. Reportedly, the customer received bruises on their elbows. Customer was treated with intravenous fluids of saline and glucose to address the bg. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management